Manufacturer narrative:
Visual inspection: the issue was confirmed through inspection of the associated radiographic image. Both screws at the caudal-most level of the construct appear to have been fractured at c7. Evidence of fusion can be seen in the provided image. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Incidences of this nature can be multifactorial. According to the ozark surgical technique, implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. The integrity of the construct could have also been influenced by the number of levels instrumented. The use of a larger construct could have created an increase of dynamic loading at the caudal levels, contributing to the observed fractures. However, as the devices remain implanted in the patient, the cause of the reported event could not be established conclusively.

Event description:
A physician reported two fractured ozark screws were noted via x-ray approximately seven months after implantation. The patient is fusing and revision is not planned at this time. This report captures the first of two screws.

Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported two fractured ozark screws were noted via x-ray approximately seven months after implantation. The patient is fusing and revision is not planned at this time. This report captures the first of two screws.